Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed displacement test, self-test and a21 test. No unexpected a12, a17, a21 or a47 error alarms noted during testing. However, a47 error alarm found in alarm history screen. A47 error alarm due to corrupted history file. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had multiple alarms and button error during normal use. Customer's blood glucose was 120 mg/dl. The customer was advised that the device would be replaced. The customer was advised to monitor the pump that patient may continue to wear the device until replacement arrives.